Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient pulling the device with the tube and the water came out from the device. The patient alleges the smoking and an electrical smell. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.